Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed kinks/bends throughout various sections of the inner tubing and stretched lead. Primary analysis findings indicated bent connector pin. Damage at implant noted.

Event description:
It was reported, during an implant procedure, the connector pin broke under normal use. Consequently, this device was removed and replaced without incident. No patient complications have been reported as a result of this event.